Event description:
It was reported that the patient's right atrial (ra) lead exhibited noise oversensing resulted in inappropriate mode switch while the left ventricular (lv) lead demonstrated high capture threshold, contributed to shortened battery longevity. The issues were identified during remote follow-up and during an in-clinic device check. Both the ra lead and lv lead were explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. A complete lead was returned in two pieces. Electrical testing of the lead found an open circuit due to procedural damage to the ring electrode cable at the distal region. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.